Manufacturer narrative:
The hill-rom technician found the siderail latch stuck open by a sticky substance. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech cleaned and reinstalled the head right siderail center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the head right siderail latch was inoperative. The bed was located at the account in the maintenance shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).